Event description:
Reportedly, during the implant attempt of the subject device connection problems in the atrial channel occurred. No clicking sound from the associated screwdriver was heard when the screw was being tightened.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.